Event description:
It was reported to medtronic minimed that the customer had crack on insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not performed. The product mmt-1880 has been returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged cosmetic damage located on the back side of the pump found on (B)(6) 2024. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked end cap, scratched case, end cap address label missing, cracked case (battery tube), pillowing keypad overlay, cracked keypad overlay, stained keypad overlay and keypad overlay texture damage. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.